Manufacturer narrative:
The customer reported that the part is "broken at hinge point, noisy" and needing replacement. It was observed there were cracks and damages along the upper and lower hinge posts and shrouds on 7 of the 8 received lvp bezel assemblies. The other remaining bezel assembly was observed with a broken off upper pressure sensor tab. The report of a bezel related issue is confirmed based on the field action. The bezels falling outside of the recall have been addressed with CAPA¿s. The report that the devices were noisy was not addressed as there is no. Existing specification for mechanical noise. The device is used for treatment purposes. The customer stated that there was patient involvement. A review of the device history record showed the device had a manufacture date of 13jul2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer reported issue. A review of the device history record showed the device had a manufacture date of 13jul2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer reported issue. A review of the device history record showed the device had a manufacture date of 13jul2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer reported issue. A review of the device history record showed the device had a manufacture date of 13jul2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer reported issue. A review of the device history record showed the device had a manufacture date of 13jul2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer reported issue. A review of the device history record showed the device had a manufacture date of 13jul2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer reported issue. A review of the device history record showed the device had a manufacture date of 13jul2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer reported issue. A review of the device history record showed the device had a manufacture date of 13jul2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer reported issue.

Event description:
It was reported that the part is "broken at hinge point, noisy" and needing replacement. Although requested, additional information was not provided.